Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. Since the subject device was not sent to the legal manufacturer, the suggested event was not confirmed. Therefore, it was not possible to specify the cause of the event. It was not confirmed whether the device met its specifications. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope displayed an e315 unsupported scope error message. The issue occurred when preparing the scope for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer indicated the error message only occurred with one scope and other scopes plugged into the video system worked fine. Tac had the customer clean the gold contacts on the scope and try again, but the issue was not resolved. Tac recommended the customer return the device for service; however the customer declined at this time. This event is under investigation. A supplemental report will be submitted upon receiving additional information.